Manufacturer narrative:
One tracheostomy pvc - portex tubes blue line ultra was returned for evaluation. One used sample was returned for evaluation p/n 100/860/070 with lot number reported 3806377; the sample was received in used conditions without its original packaging. The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination, and no water was found in the retuned sample, review the cuff and the pilot balloon. Functional testing on the returned sample was performed by using a syringe to inflate the cuff of the sample and the product immerse in the water in order to detect any leakage. No discrepancies were found in the returned sample, the cuff and the pilot balloon were inflated without any problem, the cuff was inflated per more to 12 hours, no discrepancies were found. No root cause needs to be determined since the complaint was not confirmed and no issues were found with the product. No corrective actions required since the complaint was not confirmed. Per previous complaints, as preventive action, manufacturing personnel were notified by the supervisor and quality engineer on about failure mode reported by the customer.

Event description:
Information was received indicating that ten hours following placement of a smiths medical portex® blue line ultra® tracheostomy tube, air was observed coming from the cuff. The trach tube was replaced with another one with no reported patient injury.